Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there is no allegation of device malfunction. Per the instructions for use, arrhythmias/conduction system injuries (defects) are potential adverse events associated with the tavr procedure. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of conduction defects include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, per report, in addition to the procedure itself, heavy mitral annular calcification was thought to have been a contributing factor to the patient developing complete heart block. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards clinical specialist, the patient developed heart block during valve deployment. The patient was in normal sinus rhythm at baseline. A permanent pacemaker was implanted before the patient left the operating room. Additional investigation revealed the following: the sapien valve was implanted 50:50 across the native aortic annulus. Per report, the medical team thought that heavy mitral annular calcification (mac) may have contributed to the patient developing complete heart block.